Manufacturer narrative:
(B)(4). Date sent 1/13/2025. D4 batch #554c95. Corrected data d4: UDI#. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the pph03 device arrived with the handle shroud opened from the adjusting knob area. The device was void of staples and with the breakaway washer uncut and without marks. The device could not be closed due to the handle shroud was opened and this condition did not allow to retracted the trocar. The device was disassembled in order to verify the condition of the internal components and no anomalies were noted. The open handle shroud may have been due to an excess force applied while trying to close or open the device. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, before firing the device the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. For more information, please refer to the instructions for use. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 554c95, and no non-conformances were identified.

Event description:
It was reported that during a hemorrhoidectomy the product misfired, the procedure was completed with another stapler.

Manufacturer narrative:
(B)(4). Date sent 12/31/2024. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: 1. What confirmation was received that the device was fully fired? Device was fired, but pins were not deployed to the patient, pin formation happened, but somehow not applied to patient due to misfire, no patient was compromised. 2. Where within the gap setting scale was the orange indicator prior to firing? As discussed with surgeon, the gap setting scale moved in starting but was not freely moving as it usually does, it was somewhat tight. 3. Did the device cut? No, device did not cut, surgeon told that after the firing was done, when she removed the stapler, she noticed that there was no tissue inside and also the pins were all formed inside the housing only and was not applied to patient. 4. If the device cut was the cut line fully circumferential around the target tissue? Device did not cut. 5. Did the device staple? No, not on patient, but pins were deployed within housing only. 6. Was the staple line complete? Pins not deployed on patient. 7. Were there any staples missing from the staple line? Pins not deployed on patient. 8. What was the appearance of the deployed staples (b-formation, irregular, straight legs)?c type formation and irregular, not complete. 9. How many counter-clockwise revolutions were used to open the device? 2 full 360 degree rotations with fishtail movement. 10. Was the safety reset before removal attempted? Yes. 11. How many counter-clockwise revolutions were used to open the device? 2 full 360 degree rotations with fishtail movement. 12. How was it confirmed that the anvil was free from the tissue prior to removing? As there was no friction or pressure felt. 13. After firing was the adjusting knob turned ½ to ¾ revolutions. 2 full 360 degree rotations with fishtail movement was used to open. 14. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue. 15. How was the procedure completed? Yes completed, but with another stapler. 16. Was there any change in the procedure or patient care as a result of the event? No as per visual inspection, it was felt that the rotation knob was tight and the stapler was opening from handle end, also during rotation of the knob, the orange indicator did not move and the anvil was a little tight. No pins were there in the housing. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.